Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited greater than 2000 ohms impedance. The lead was explanted and replaced, after which insulation damage was noted behind the suture sleeve.